Manufacturer narrative:
Batch review performed on 15 may 2018. Lot 174477: 130 items manufactured and released on 15 september 2017. Expiration date: 2022-08-28. No anomalies found related to the problem. To date, 117 items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference (B)(4). Lot 175436: 167 items manufactured and released on 22 november 2017. Expiration date: 2022-11-07 no a.nomalies found related to the problem. To date, 149 items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to irreducible left hip luxation 2 months after primary. Periarticular calcifications found. All the components were revised. Amis approach used in both primary and revision.

Manufacturer narrative:
On 18 may 2018, the supplier of the ceramic head provided the requested review, with the following outcomes: the component properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect due to a lack of ceramic parts further investigations cannot be done.